Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and calcified middle right coronary artery (rca). A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 6 atmospheres. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported, and the patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter city: (B)(6).